Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions the pump time was inaccurate. Reportedly, the pump time was behind by 2 hours. Customer's blood glucose level was 170 mg/dl. Reportedly, customer corrected the pump time prior to calling into tandem technical support.